Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.55 volts. A longevity calculation was requested. This device is included in the (B)(6), 2007 shortened replacement window advisory population. It was unknown if the device was exhibiting the behavior described in the advisory. No adverse patient effects were reported.

Event description:
Additional information was received indicating this crt-d was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Technical services (ts) advised that the device follow-up intensify to monthly. Ts discussed the option of sending a save to disk for analysis to determine if the device was exhibiting shortened replacement window behavior. At this time, records indicate that this device remains implanted. This investigation will be updated should further information be provided.